Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet bionic pancreas, with self-reported glucose values decreasing from 80 to 46 over time and measuring 59 at the time of the call, after the user ate pancakes with sugar-free syrup and did not announce the meal because she was treating the low. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and continued monitoring, with a blood glucose of 64 at the conclusion of the call and no medical intervention or hospitalization. Investigation included troubleshooting and user education, including guidance not to announce the unannounced meal and that ilet would correct if hyperglycemia occurred. Investigation of this case revealed no device malfunction, and the event was consistent with hypoglycemia of unclear cause, potentially influenced by timing of carbohydrate intake relative to insulin delivery and the absence of a meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.